Event description:
A button/touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen/button of their adc device. Customer further reported experiencing symptoms described as an "inability to control oneself," hypoglycemia, and a loss of consciousness requiring administration of sugar by a third-party and additional treatment of glucose via IV by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.